Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The intra-aortic balloon (iab) device arrived with moisture in the packaging. There was no patient involvement. The date of the event is unknown.